Manufacturer narrative:
The lead was returned with no reported complaint. As received, a partial lead was returned in two pieces. A failure event was observed during analysis. Final analysis found an external abrasion breaching the optim sheath only due to friction to another device or feature of the patient anatomy located on the distal portion of the lead. The silicone insulation beneath was intact/undamaged in this location. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.